Event description:
Pt underwent egd followed by esophageal dilatation. Procedure and recovery uneventful. Abd x-rays showed probable subdiaphragmatic air. Pt subsequently underwent surgical repair of gastric perforation. No evidence of device failure or malfunction noted.